Event description:
During a follow-up call; a nurse reported that pt death. Nurse stated that pt's death was due to cardiac arrest and not cycler related.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received.